Manufacturer narrative:
Additional information was provided about the event: there was no clinical injury to the patient, no lab work was required and the patient had no pre-existing conditions. This event caused an interruption of therapy greater than 4 hours which required additional pre-medication to prevent a reaction. The pateint resumed therapy afterwards.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that at approximately eighty-two (82) hours during continuous infusion of blincyto (250 cc at 2.5 cc/hour) a leak at the filter was found on a smiths medical cadd administration set. It was reported that the patient subsequently went to the emergency room to have the line flushed and capped. Per reporter the patient then went into ambulatory care for a new bag and tubing set up and to have premedication repeated. No adverse patient effects were reported.